Manufacturer narrative:
(B)(4). Date sent: 08/03/2016. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the staples of the proximal end were u-shaped. The total volume of blood lost could not be quantified, but the patient did not require any blood products. Surgeon is aware of not over loading stapler or having tissue between the anvil and the tissue bump.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon had exposed the appendix and mesoappendix and was ready to complete the removal of the appendix. Surgeon made an otomy between the mesoappendix and the appendix to insert the device and keep tissue in between the proximal portion of the jaws and the tissue gap setting. The tissue was reported to not be over stuffed in the proximal portion of the jaws and not inside the tissue gap. The surgeon fired the stapler across the mesoappendix and experienced spurts of blood, not oozing, along the staple line near the proximal portion. The patient was also on anti-coagulants. Case was completed by opening up a endo linear cutter and a blue reload. That staple line worked well and kept the mesoappendix from bleeding. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2016. Batch # n54e8w. The analysis found that one pve35a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.